Manufacturer narrative:
Patient information was unavailable from the site. Unique device identification (UDI) unavailable. Device manufacturing date is unavailable. A medtronic representative went to the site to test the equipment. The representative reported that they uninstalled and reinstalled the software and the issue was resolved. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Event description:
Medtronic received information regarding a navigation device being used during a procedure. It was reported that the surgeon was approximately 2mm inaccurate while using a suction. A medtronic representative checked the instruments and was able to replicate the issue with both suctions. They both showed about 2mm to the right and the suctions were brand new. There was no reported impact to the patient. No additional information was provided.

Manufacturer narrative:
Additional information: unique device identification (UDI) and device manufacture date provided.

Manufacturer narrative:
Additional information: patient age, ID and gender provided. There was a reported delay to the procedure of five minutes due to this issue. A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined.